Event description:
The physician is using suction bovie to remove tonsils and adenoids. He noted burns to corners of the mouth with left being greater than right. Equipment sequestered. After a routine tonsillectomy/adenoidectomy with the use of a suction cautery device it was discovered that the patient had burns on both corners of his mouth. The staff in the or kept the suction cautery device and pack information for investigative purposes. Pencil (disposable item) was from a sterile pedi t and a pack by cardinal health catalog # sen51talpd, lot# 291697. Grounding pad (disposable item) by covidien ref# e7507, lot # 92750199x. Esu generator: valley lab ft10 (equipment) - lpch # 59202, manufacture: covidien, ref# vlft10gen.